Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 600 mg/dl. Customer was treated with insulin drip. Customer had blood glucose level of 773 mg/dl. The customer was not using auto mode. The customer had been using insulin pump within 48 hours. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis.